Event description:
It was reported by service report that the fowler would drift when below 20 degrees. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result - fowler motor/clutch.